Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the electrical connector fluid damage, the distal body broken, the insertion flexible tube (ift) compressed, the suction channel buckled, the angle wire stretched, the segment disconnected segment clip, the electrical connector corroded, the operation channel leak, the bending rubber leak, the insertion flexible tube (ift) cut, the light guide cable dirty, the suction channel dirty, the air/water nozzle loosened, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).